Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient received fifty two appropriate shocks in a short amount of time. The implantable cardioverter defibrillator (ICD) was at end of service (eos) and exhibited charge circuit timeout, inactive charge circuit, and excessive charge time. It was noted that the patient " was not very well."

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.